Manufacturer narrative:
The customer reported their AED had been chirping since the battery pack was new, around (B)(6) 2022 up until recently and now the battery pack is depleted. The customer thought the AED was supposed to beep normally. The result of the AED not powering on is a failure to maintain the AED.

Event description:
A customer reported that their AED will not power on. They reported that this did not occur during patient use.